Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preventive maintenance performed as part of service and repair activities, an automated impella controller (aic) failed the optical bench contrast test. The measured contrast value was 42.8%, which was below the specified requirement of greater than 45%. The condition was attributed to contamination on the fiber optic core, which was reported to have impaired light transmission. Cleaning of the optical connection using pre-moistened wipes was attempted but was unsuccessful in resolving the issue. The optical connector was subsequently replaced. Following replacement, the contrast value measured 55.9%, which met specification. The controller was reported to be functioning as expected after repair. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.